Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were harder to press and unresponsive. Customer stated that the act button was harder and would stop when she put new reservoir in the insulin pump and had to force it. Customer stated that insulin pump the battery life lasted only weeks and sounded slower during rewound. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.